Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of a cerebral avm (arteriovenous malformation). It was reported that during the onyx injection, the catheter burst and caused the onyx agent to enter an artery. Consequently, the patient suffered an ischemic stroke and was transferred to the department of anesthesiology and intensive care, where she remained for two weeks. The treatment was continued in the department of neurology until (B)(6) 2013. After discharge from the hospital, it was reported that the patient suffered persisting neurological impairments, including severe left-side spastic hemiparesis with upper limb paralysis and right oculomotor dysfunction. The patient was readmitted to the department of neurological rehabilitation, where she stayed until discharged on (B)(6) 2013, with instructions to perform exercises that were taught on the hospital and to remain under continuous care of the neurology clinic. After discharge, the patient continued to suffer from the symptoms that resulted from the stroke, including impaired deep and superficial sensibility with left-sided hemispatial neglect, left facial nerve paresis with limited abduction of the eye, paralysis of upgaze, and recurring episodes of headaches and dizziness. The patient is considered disabled. Same event as MDR # 2029214-2013-00882.